Event description:
It was reported that while the technologist was in the process of rotating the x-ray tube of a legacy/legacy-d table system, the collimator detached from the overhead suspension support and fell approximately 40 inches onto the tabletop. No injury was reported from this incident.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.